Manufacturer narrative:
Continuation of d10: product ID 97755-svc lot# serial#(B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it's been about a week since the controller keeps off and they kept getting rm03 message while recharging the implant. Patient(pt) mentioned they tried to reset and blow air to the controller. But the error message still appeared. Pt stated they had to charge the implant twice a day, morning and night. When asked, pt confirmed there was no excessive heating on the recharger and the recharger has not been in a warm environment. Agent had pt reset the controller and pt denied any visible damage to the controller, battery pack and recharger. Agent had pt start a recharging session and pt confirmed that the controller battery was 90% while the implant was recharging 60% with excellent quality. Pt commented the error message usually comes up after 5-10 minutes. After a few minutes, pt stated the rm03 message appeared again. The issue was not resolved. Agent sent a repair request to replace the recharger. Additional information received from the patient. Patient stated that ins charge is still not lasting a day, they are still charging morning and night.